Event description:
A customer contacted beckman coulter inc. (Bec) reporting a blood leak from the probe of the coulter act diff analyzer. Per customer, the instrument's sampling probe was spitting back when it sampled. The customer sampled several times and stated that the spitting was coming from the probe tip. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the event. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed that blood was leaking from the probe needle of the instrument. Fse replaced the tubing at the probe wipe block and at the vacuum isolation chamber output. The repairs were verified per established procedures. The root cause for the leak is attributed to the tubing at the probe wipe block. (B)(4).